Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from (B)(4) battery life to (B)(4) without charging the pump. There was no impact to the customer's blood glucose level. Review of pump data indicated the pump battery gauge jumped from (B)(4) battery life to (B)(4). It was indicated that the customer would continue to use the pump until the replacement arrives.